Event description:
Product analysis of the generator and lead was completed. The reported ifi=yes condition of the generator was not duplicated in the laboratory. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Based on the generator stored information, the change in impedance occurred around (B)(6) 2012. An analysis was performed on the returned lead portions the reported high impedance condition was confirmed. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 36mm portion quadfilar coil 1 appeared to be broken approximately 1mm from the end of the cut outer / inner silicone tubes. Scanning electron microscopy was performed and identified the area on two of the quadfilar coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The area on the remaining quadfilar coil strands was identified as having extensive pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The incision marks and cut out hole found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Implant card confirmed the reason for replacement on (B)(6) 2012 for the geneator and lead as high impedance with impedance value greater than 10,000 ohms. Review of the lead manufacturing device record confirmed that all quality tests were passed prior to distribution.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that on the date of surgery, the impedance value was greater than 10,000ohms prior to the replacement. The explanted products were returned on (B)(6) 2013, analysis is not yet complete.

Manufacturer narrative:
The initial report inadvertently reported the date the high impedance was first detected incorrectly. Based on the generator stored information, the change in impedance occurred around (B)(6) 2012. Device failure occurred, but did not cause or contribute to a death or serious injury. Review of manufacturing records confirmed all quality tests were passed prior to distribution.

Event description:
It was initially reported that the patient had been falling a lot and was believed to have a lead fracture. Additional information was later received indicating that the patient had high impedance. The high impedance was first observed on (B)(6) 2012 and the patient had a generator replacement procedure 9 months prior. The last known good diagnostics were from (B)(6) 2012; however no specifics were provided. The physician's office suspected that the high impedance was due to the patient's continued falls with seizures. The patient is also no longer feeling stimulation. The patient's device was confirmed to have been disabled. X-rays were taken and were provided to the manufacturer for review. The generator can be visualized in the left chest and it appears to be in a normal orientation. The lead pins appear fully inserted into the connector blocks. The filter feedthru wires appear intact and the lead wires appear intact at the connector pin. A portion of the lead wire appears to be located behind the generator and can therefore not be fully assessed. The electrodes were visualized in the neck and appear in the proper orientation. There did not appear to be any gross discontinuities or sharp angles in the images provided. Based on the x-rays received, the cause of the high impedance could not be identified. The patient was referred for and underwent a full revision on (B)(6) 2012. The explanted products have not been returned to the manufacturer to date. Attempts for additional information have been unsuccessful to date